Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) of 864 mg/dl. Cause of elevated bg was unknown. Customer was treated with intravenous fluids of saline, insulin and potassium. The customer was released the next day with the issue resolved and no permanent damage. A pump system check was completed and no issues were found with the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.